Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.